Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and intervention. It was reported that this is a concomitant mitraclip procedure to treat mitral regurgitation and an off-label mitraclip procedure to treat a functional tricuspid regurgitation with a grade of 4. After deployment of the first clip on the mitral valve, it opened about 10 degrees. A second clip was implanted with no reported issue, reducing mr to grade 1. The steerable guide catheter was then moved to the tricuspid valve to treat tricuspid regurgitation. After deployment of the clip, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet. Two additional clips were implanted with no reported issue, reducing tr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The off-label use was due to the mitraclip device being used on the tricuspid valve. The poor image resolution was due to procedural conditions. The reported unexpected medical intervention (additional triclip, same procedure) was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.